Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found the receiver will boot and charge. The receiver down load did not show any issues related to customer complaint screen device information sn#: passed - rx usb j3 connector, lcd display and the 5 navigational keys/buttons are working properly. Screen trend graph: passed - rx unit is showing that battery is charging and battery circuitry is working properly. Use multiple dexcom usb charging and download cables: passed - rx unit was charging the battery every time a dexcom charging and download cable was plug in. Test on receiver functional test station passed all relevant testing. Perform overnight charging and discharge test: passed overnight charging and discharge test, battery capacity test is good. . The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.